Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis using posterior fixation at l4/5. It was noticed that the right side screw at l4 pulled out from the vertebral body approximately 5 days post op. The patient is reportedly asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Device still remains implanted, product return is not possible at this time. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.